Event description:
Philips received a complaint on the defibrillator indicating that the device had defibrillation failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse evaluated the device at the customer site. It was determined that during the operational test defibrillation was failed due to defective capacitor, and quote was sent for capacitor replacement. The device remains at the customer site and no further evaluation is warranted at this time.